Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified surgical procedure, the insertion forceps of the single use guide sheath kit folded and it became difficult to insert the echo probe to locate the surgical site. The procedure was prolonged as a result of the event. There was no report of patient injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The subject device was manufactured in october 2022, but the specific date is unknown. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the delay in the procedure occurred due to the guide sheath was compressed and deformed, making it difficult to insert the instrument. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: "·when inserting the treatment tool into the guide sheath, do not force it if there is significant resistance. Also, do not insert the biopsy forceps with the cup open or with the brush part of the biopsy brush protruding from the tube. It may cause damage to the endoscope and this product. ·do not use excessive force to operate the instrument. It may lead to the damage of treatment tools. ·do not forcefully operate the guide sheath alone. The guide sheath may be bent or damaged. ·do not use excessive force to operate the gs stopper. Doing so may lead to perforation, major bleeding, damage to the mucous membrane, etc., or crushing or bending of the guide sheath, which may lead to damage to the product." In addition, the following non-reportable malfunctions were found during the device evaluation: compression buckling and sheath deformation. Olympus will continue to monitor field performance for this device.